Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the smallbore 6 inch ext vlv was clogged/blocked. The following information was provided by the initial reporter: smartsite 2000e becomes blocked resulting in over pressure injections. When attempting to inject contrast there is pressure build up, perhaps indicating that the injector tubing connection probably hasn¿t compressed the bung down to allow free flow of the contrast. Internal comments: this appears to be an issue over several sites in australia. There seems to be uncertainty as to exactly what product is causing the problem ie the 2000e or a double barrel syringe. We are waiting for further clarification from the end-user.

Manufacturer narrative:
A 20039e sample was received for investigation with residual fluid in the line; additionally an unknown extension set was returned as part of the investigation. Further information provided by the customer indicates that the rate of injection is 5.0ml/s and that the extension line is connected to the smartsite. A visual inspection of the returned 20039e did not identify any damage or manufacturing defects which may have contributed to the customer's experience. A 50ml bd plastipak syringe was connected to the smartsite of the 20039e product and subjected to a flush through; no occlusions or flow restrictions were observed. The returned extension set was then connected to the smartsite of the 20039e and subjected to a flush through; again no flow restrictions or occlusions were observed. However, a visual inspection of the male luer of the returned extension set identified the tip of the luer to have a raised edge, such features can contribute to incompatibility of the smartsite. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. Please note, the type of male luer feature identified on the returned extension set has been shown in the past to intermittently lead to restricted flow due to the edges pinching the blue piston of the smartsite® and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same male luer which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. A review of the customer feedback database indicates that there are a small number of similar reports; however, these complaints have not been attributable to a smartsite product defect.

Event description:
It was reported that the smallbore 6 inch ext vlv was clogged/blocked. The following information was provided by the initial reporter: smartsite 2000e becomes blocked resulting in over pressure injections when attempting to inject contrast there is pressure build up, perhaps indicating that the injector tubing connection probably hasn¿t compressed the bung down to allow free flow of the contrast. Internal comments: this appears to be an issue over several sites in australia. There seems to be uncertainty as to exactly what product is causing the problem ie the 2000e or a double barrel syringe. We are waiting for further clarification from the end-user.